Event description:
It was reported that, "that patient underwent hip replacement surgery on or about (B) (6) 2008." It was further reported that, "after implantation, the patient began experiencing significant pain discomfort in the area of her hip." It was further reported that, "after implantation, the patient heard an audible sound emanating from the location of her hip." Further, it is alleged that, "the patient's defective device was recalled by stryker howmedica corp on january 22, 2008 due to the detection of 'manufacturing residuals.'"

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.